Event description:
In 2008, a gore viable biliary endoprosthesis was implanted in the common bile duct. Secondary to biliary tract occlusion, approximately three (3) weeks later, the gore viable biliary endoprosthesis was removed and replaced with another gore viable biliary endoprosthesis. The patient is doing fine and has not experienced any post procedural sequela.